Event description:
It was reported that pump did not stay charged, charging cord was loose. There was no reported impact to the customer¿s blood glucose level. Customer did not want to troubleshoot issues with pump and no additional information was received regarding outcome of event.